Event description:
I am a longtime user of alcon clear care plus hydraglyde contact lens cleaner and have never had an issue. However, this particular bottle caused blurry and cloudy vision within 2 hours of inserting cleaned contacts into my eyes after overnight cleaning. These were new contacts and I tried this 3 nights in a row with the same result next am. So, I tried another new pair of contacts with the same results next am. Deducing it may be the contact cleaner, I bought the walmart equate brand of hydrogen cleaner with absolutely no issue after inserting the same pair of contacts next day after overnight cleaning. I am very concerned there is something seriously wrong with this lot #. The lot # is 12xjf expiring 2027-05-31. This was a brand-new bottle purchased at walmart.